Manufacturer narrative:
(B)(4). Method: the complaint devices were not returned to fisher & paykel healthcare (fph) for evaluation. The devices were disposed by the customer before we were able to request them for investigation. Since the reported event, an fph representative has visited the hospital. Therefore, our investigation is based on the information provided by the customer, fph representative visit to hospital, previous similar investigations and our knowledge of the product. Results: during the visit the fph representative noticed that the temperature probes were not completely inserted into the temperature probe ports. Conclusion: condensate in the humidification system is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set up and environmental factors. It is possible that not fully inserting the temperature probe into the temperature probe port resulted in incorrect temperature measurement which may have contributed to the reported excessive condensation. The fph representative informed the hospital staff of the correct position of the temperature probes and that they have to be fully inserted into the temperature probe ports. We also note that the hospital acknowledged that the area in which the complaint device was used might have had "high [ambient temperature during] the sunny days". The user instructions that accompany the rt380 breathing circuit state: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Check breathing circuits for condensation every 6 hours and drain if required." "When mounting a humidifier adjacent to a patient ensure that the humidifier is always positioned lower than the patient." The user instructions that accompany the mr850 respiratory humidifier used in the setup state: "ensure that both temperature probe sensors are correctly and securely fitted." "Recommended ambient temperature range: 18-26°c."

Event description:
A hospital in (B)(6) reported two condensation events involving two rt380 adult dual-heated evaqua2 breathing circuits. The first incident occurred on (B)(6) 2015 where there was reportedly excessive condensation in the breathing circuit which required it to be drained every two hours. In the second incident, which occurred on (B)(6) 2015, it was reported that there was excessive condensation in the breathing circuit. They further reported that the patient required to be suctioned every 15 minutes. In both cases it was reported that the "patient's prognosis [was] an acute edema of the lung". Further information received from the hospital revealed that there was no patient consequence.

Manufacturer narrative:
(B)(4). We are awaiting additional information in regards to the reported events. Our investigation is currently in progress. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported two condensation events involving two rt380 adult dual-heated evaqua2 breathing circuits. The first incident occurred on (B)(6) 2015 where there was reportedly excessive condensation in the breathing circuit which required it to be drained every two hours. In the second incident, which occurred on (B)(6) 2015, it was reported that there was excessive condensation in the breathing circuit. They further reported that the patient required to be suctioned every 15 minutes. In both cases it was reported that the "patient's prognosis [was] an acute edema of the lung". Further information received from the hospital revealed that there was no patient consequence.